Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/ migration of the device/ migration of essure device location of device: exiting the fundus"), fallopian tube perforation ("perforation (fallopian tube)") and ectopic pregnancy with contraceptive device ("post-implant ectopic pregnancy") in a 39-year-old female patient (gravida 3, para 2) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 2 ((B)(6) 1997, (B)(6) 2002). Previously administered products included for an unreported indication: depo provera from 2004 to 2009. Concurrent conditions included breast mass, anemia, umbilical hernia and sulfonamide allergy. Concomitant products included cefuroxime, dimeticone, activated (simethicone), ferrous sulfate, ibuprofen, magnesium hydroxide (milk of magnesia) and vicodin (norco). In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2013, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria hospitalization and intervention required). On (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria hospitalization and intervention required) with pelvic pain and abdominal pain lower. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti") and abdominal pain ("abdominal pain"). The patient was hospitalized from (B)(6) 2013 to (B)(6) 2013. Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (left salpingectomy), surgery and surgery. Essure was removed. At the time of the report, the uterine perforation, fallopian tube perforation, urinary tract infection, depression, anxiety and abdominal pain had not resolved and the ectopic pregnancy with contraceptive device outcome was unknown. The reporter considered abdominal pain, anxiety, depression, ectopic pregnancy with contraceptive device, fallopian tube perforation, urinary tract infection and uterine perforation to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient's medical records: ectopic pregnancy with contraceptive device, urinary tract infection. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received, event added- fallopian tube perforation, depression, mental anguish, abdominal pain. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/ migration of the device/ migration of essure device location of device: exiting the fundus") and ectopic pregnancy with contraceptive device ("post-implant ectopic pregnancy") in a 39-year-old female patient (gravida 3, para 2) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 2 ((B)(6) 1997, (B)(6) 2002). Previously administered products included for an unreported indication: depo provera from 2004 to 2009. Concurrent conditions included breast mass, anemia, umbilical hernia and sulfonamide allergy. Concomitant products included cefuroxime, dimeticone, activated (simethicone), ferrous sulfate, ibuprofen, magnesium hydroxide (milk of magnesia) and vicodin (norco). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2013, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria hospitalization and intervention required). On (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria hospitalization and intervention required) with pelvic pain and abdominal pain lower. On an unknown date, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"). The patient was hospitalized from (B)(6) 2013 to (B)(6) 2013. Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (left salpingectomy) and surgery. Essure was removed on 23-apr-2013. At the time of the report, the uterine perforation, ectopic pregnancy with contraceptive device and urinary tract infection outcome was unknown. The reporter considered ectopic pregnancy with contraceptive device, urinary tract infection and uterine perforation to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient's medical records: ectopic pregnancy with contraceptive device, urinary tract infection. Most recent follow-up information incorporated above includes: on (B)(6) 2018: information from pfs and mr. New reporters added. Case medically confirmed. Patient¿s demographics added. Historical and concomitant conditions and drugs added. New events added: infection (bladder/urinary tract/vaginal) type: uti. Device dislocation updated to perforation (uterus). Symptoms added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/ migration of the device/ migration of essure device location of device: exiting the fundus / migration of essure device -location of device: uterus'), fallopian tube perforation ('perforation (fallopian tube)') and ectopic pregnancy with contraceptive device ('post-implant ectopic pregnancy') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 2 ((B)(6) 1997, (B)(6) 2002). Previously administered products included for an unreported indication: depo provera from 2004 to (B)(6) 2009. Concurrent conditions included breast mass, anemia, umbilical hernia and sulfonamide allergy. Concomitant products included cefuroxime, ferrous sulfate, hydrocodone bitartrate;paracetamol (norco), ibuprofen, magnesium hydroxide (milk of magnesia) and simeticone (simethicone). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2013, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria hospitalization and intervention required), 4 years after insertion of essure. On (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria hospitalization and intervention required) with pelvic pain and abdominal pain lower, urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and post procedural complication ("post procedural complications"). The patient was hospitalized from (B)(6) 2013 to (B)(6) 2013. The patient was treated with surgery (left salpingectomy-unilateral). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, fallopian tube perforation and ectopic pregnancy with contraceptive device had resolved, the urinary tract infection, depression, anxiety and abdominal pain had not resolved and the post procedural complication outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, anxiety, depression, ectopic pregnancy with contraceptive device, fallopian tube perforation, post procedural complication, urinary tract infection and uterine perforation to be related to essure. The reporter commented: follow-up on (B)(6) 2020: at the age of 39 essure removed. Treatment were received for migration and perforation. Discrepancy noted in date of insertion currently reported as (B)(6) 2009 ((B)(6) 2009 previously reported). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient's medical records: ectopic pregnancy with contraceptive device, urinary tract infection. Most recent follow-up information incorporated above includes: on 5-may-2020: pif received: new event post procedural complications added. Outcome of events uterine perforation, fallopian tube perforation and ectopic pregnancy with contraceptive device was updated to recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("post-implant ectopic pregnancy") and device dislocation ("migration of the device") in a female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. At the time of the report, the ectopic pregnancy with contraceptive device and device dislocation outcome was unknown. The reporter considered device dislocation and ectopic pregnancy with contraceptive device to be related to essure. Company causality comment. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.